Event description:
Major blood leak. Use #12 rep #15 2/22/99 39.3% hct. Pt complained of headache, blood pressure stable at 136/84, temperature increased 2.0 degrees 96.5 - 98.5. Machine alarmed "blood leak." Hemastix result = "moderate" (++).